Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Approximately 8 months post-op, the patient was experiencing range of motions issues and was revised due to the hinge post extension backing out. It is unknown how the dislocation occurred. The surgeon repositioned the existing hinge post in order to minimize the impact on the patient. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00588001502 - right size e cemented option femoral component femoral plastic cap must be removed prior to implantation - 66403815. 00588000600 - size 6 precoat cemented tibial component - 66662556. 00598801012 - 12mm diameter 100mm length straight stem extension combined length 145mm - 65577135. 00598801011 - 11mm diameter 100mm length straight stem extension combined length 145mm - 66378032. 00625006525 - bone scr 6.5x25 self-tap - 66399111. 00625006530 - bone screw self-tapping 6.5 mm dia. 30 mm length - 66840114. 00625006530 - bone screw self-tapping 6.5 mm dia. 30 mm length - 66673245. 00625006540 - bone screw self-tapping 6.5 mm dia. 40 mm length - 66551898. G2 : foreign country : china. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual inspection of the provided images performed. Images were taken during the surgical procedure and show the devices whilst implanted in the patient's body. Unable to determine the item or lot number of the reported device or determine the extent of any wear, damage or dislocation present. As the physical product was not returned, further evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the extension post is disengaged and dislocated reportedly 8 months post-surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.